Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, high out of range pacing impedance was observed on the right ventricular lead. The lead was explanted and replaced as the high impedance was potentially dangerous for the patient. The patient was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.